Manufacturer narrative:
Retention products for the reported lot number were tested with clinical (B)(6) hcg urine. All test devices produced expected (B)(6) results at the 3-minute read time. No (B)(6) results were observed during in-house testing. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for (B)(6) hcg results was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
It was reported that on an unspecified date, the patient presented to the emergency room for an unknown reason. The patient's urine was tested on the cardinal health rapid test hcg combo and produced (B)(6) results. Confirmatory bloodwork was performed on an unspecified date and produced negative serum results. No further information was available. There were no adverse events and the patient was not treated based on the false positive result. There was no delay in treatment. Troubleshooting was attempted with the customer through the distributor.